Manufacturer narrative:
Root cause determination is pending investigation.

Event description:
User reported that the heater-cooler was unable to cool during the procedure. There was no patient harm; however, spectrum medical considers this type of event to be reportable.

Event description:
User reported that the heater-cooler was unable to cool during the procedure. There was no patient harm; however, spectrum medical considers this type of event to be reportable.

Manufacturer narrative:
Investigation determined fault was rooted to a build-up of internal pressure. Unit will not begin cooling until internal pressure meets a required setpoint. Solenoid determined to have overheated, preventing the release of internal pressure. Part replaced and unit operated as expected.

Manufacturer narrative:
Root cause determination is pending investigation.

Event description:
User reported that the heater-cooler was unable to cool during the procedure. There was no patient harm; however, spectrum medical considers this type of event to be reportable.